Event description:
Facility reported that during treatment there was a complete separation of the pump segment near the heparin line, on the arterial bloodline. Ebl to patient was 200cc's. No further ill effects to the patient have been reported. The sample is not available for evaluation as it has been discarded by the user facility.